Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey2980 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "powerglide pro catheter broke in patient body. Dr had to surgically remove remaining catheter." No other information was provided. Additional information received 05/11/2021: it was reported by health professional "I filled out a midas with the event. The patient is still in the unit if additional information is needed for pt name, etc. The line was being inserted and while advancing the catheter resistance was met so when the wire was pulled back there was more resistance so when I removed the device I noted that there was partial catheter intact. I palpated and felt what was suspected to be the retained catheter in the skin. A tourniquet was placed lightly in the axilla region and the dr was paged immediately. Catheter was removed at bedside with minimal harm but could have potentially been harmful. The catheter was in the patients subcutaneous area rather than all the way in the vein. The patient was being treated originally for cancer and has since had more go on. The patient had difficult vasculature which is why a powerglide was chosen. No infectious diseases noted for patient. All of the missing catheter was also retrieved we used a measuring tape to be positive."